Event description:
Boston scientific received information that this patient alleged receiving multiple extended shock therapies delivered over a three-day period and having been treated for a heart attack. The patient subsequently reported that he presented to a hospital and was treated for a heart attack, but stated he wasn't having a heart attack, and that he was then sent to another hospital and received repeated shocks for nearly 100 minutes. A boston scientific field representative was contacted, but unable to provide any additional information. Review of the arrhythmia logbook from subsequent device data uploads showed no episodes with shock delivery on those dates or in recent months, and no evidence of data corruption or device/lead anomalies. The patient later alleged that he has a medical report from a physician indicating a device malfunction, but did not specify what the malfunction was or who the physician is. Data from the device continues to show no episodes of delivered shock therapy or device/lead anomalies.

Manufacturer narrative:
This investigation will be updated should additional information be provided.